Event description:
Procedure type: myomectomy. According to the reporter: an abdominal x-ray followed by CT scan demonstrated dilated loops of ileum with air fluid levels and a transition point with collapsed terminal ileum distally. At laparoscopy it became evident that a segment of small bowel was wrapped around a 4cm length of unraveled v-loc suture protruding from the myomectomy site. The bowel was freed easily laparoscopically, sustaining no trauma and the visible v-loc suture removed. The uterus appeared normal with no adhesions.

Manufacturer narrative:
Tracking number: (B)(4).